Manufacturer narrative:
Date sent to FDA: 09/11/2020. H6 patient code: 1994. Additional information: a1, b7. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, pain recurrent obstruction and recurrent adhesions.

Manufacturer narrative:
Corrected information: d2b, d4.

Manufacturer narrative:
Date sent to the FDA: 9/09/2020.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in a separate file. No additional information was provided.